Event description:
It was reported that a cath-poor temperature control. A blazer prime xp temperature ablation catheter was selected for use. It was observed that device has temperature fault issue. No other information was provided. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cath-poor temperature control. A blazer prime xp temperature ablation catheter was selected for use. It was observed that device has temperature fault issue. No other information was provided. There were no patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed and the device is within specification. The ablation was verified by using the maestro generator 4000, and the device was found within specifications.